Event description:
Harmonic scalpel used during procedure by surgeon. Sales representative for product looking on and noted that tip of blade was missing when instrument was removed from trocar. Visually inspected with scope and irrigated with suction but was unable to locate missing tip. X-rays taken, but tip not found.